Manufacturer narrative:
Product investigation details: the device was placed on a charge pad where it powered on without issue, and the sleep/wake button was responsive. However, a rattling noise was heard when the device was shaken. Upon opening the device, a loose screw was found. All screw locations were populated, indicating that this screw was an extra that had fallen into the pump during assembly. This screw likely caused electrical shorts during patient use, resulting in their complaint.

Event description:
It was reported that an ilet pump failed to power on and the sleep/wake button was unresponsive; the user could not restart the pump despite the device being on the charger, while the paired mobile phone charged normally. Customer care provided support that included communication with the user and coordination for return and replacement logistics. Investigation of this case revealed an electrical problem associated with a component failure, consistent with an unresponsive key or button and implicating the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.